Manufacturer narrative:
H3: one device was received for evaluation. Was verified by accuracy testing. The reported issue was verified by accuracy testing. The cause of the problem was the high readings on expulsor. The expulsor assembly was replaced to correct the issue. The device then passed all functional tests after the repair.

Event description:
It was reported that the device failed the accuracy test. There was no patient involvement.

Manufacturer narrative:
B3: event month is correct but exact day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.